Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an oral cavity radical reconstruction procedure with a vascularized skin-muscle patch transplantation, new clip that was released after firing was positioned crosswise in between the instrument jaws and surgeon or nurse needed to remove the malformed clip with forceps in order to let next clip align in between the jaws correctly. It was noted that clips were loaded when there was no vessel in between the instrument jaws, thus ruling out the possibility of no space for proper clip placement within jaws. To resolve the issue, a new clip applier was used. It was noted that the surgery got extended for more than thirty minutes. There was no patient injury.